Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse identified patient side manipulator (psm) 2 had a broken black pin and replaced the part to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm was analyzed and found to a mechanical defect resulting in a broken sw3. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer noticed a damaged pin. Log review suggested the issue might have been associated with patient side manipulator (psm) 1. The procedure was completed with no reported injury.